Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A new cartridge was loaded to address the issue and insulin delivery was resumed. Additionally, it was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue. Reportedly, the customer is using u-500 insulin. Tandem technical support informed customer that humalin is off label per the user guide. Customer's blood glucose was 212 mg/dl.